Manufacturer narrative:
The customer replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that the ventilator was running on internal battery while plugged into the alternating current (ac). It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse and customer verified good power to the power supply, but the 4 volt (v) direct current (dc) was out. The rse then advised the customer to replace the power supply. The rse provided the customer with the part number of the power supply.